Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Sales rep reported on behalf of healthcare professional "packaging was inadequate due to sterile implant packaging stuck in the outside nonsterile packaging, making it extremely difficult to remove" and "implant was not affected in any way and was implanted". This record is for an unknown side. Device remains implanted.

Event description:
Healthcare professional reported via sales representative "packaging was inadequate due to sterile implant packaging stuck in the outside nonsterile packaging, making it extremely difficult to remove" and "implant was not affected in any way and was implanted". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "packaging was inadequate due to sterile implant packaging stuck in the outside nonsterile packaging, making it extremely difficult to remove" and "implant was not affected in any way and was implanted".

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/16/2024.

Event description:
Healthcare professional reported via sales representative "packaging was inadequate due to sterile implant packaging stuck in the outside nonsterile packaging, making it extremely difficult to remove" and "implant was not affected in any way and was implanted". This record is for an unknown side. The device remains implanted.